Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended by insulin pump. The customer¿s blood glucose was 10.7 mg/dl and the sensor glucose was 2.6 mg/dl. The sensor will not returned for analysis.